Event description:
It was reported by the patient that when the start button was pressed the remote monitor did not respond. The power indicator light was lit but no other lights came on. It was attempted to be reset by unplugging it for thirty seconds but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.